Event description:
During an incident in 04 involving a pt with chest pains, this defib was used with silvon monitor pads to monitor the pt in a moving vehicle, and the unit prompted "check pt". The pt was transferred alive and alert to the hospital. The unit was later tested with the same brand monitoring pads on a fireman while he was sitting still and the defib prompted "check pt". In 04, using the same brand monitoring pads on a pt with chest pains, the unit prompted "check pt". They were awake and alert and were transported to a hospital. The customer states there seems to be a lot of artifact in the screen.